Event description:
Eight human chorionic gonadotropin (hcg) test results on one patient sample demonstrated non-reproducibility when tested using an immulite 2000 xpi immunoassay system. The sample was initially tested four times and repeated with dilution four times. The correct test result is unknown. It is unknown which test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report that eight human chorionic gonadotropin (hcg) test results on one patient sample demonstrated non-reproducibility when tested using an immulite 2000 xpi immunoassay system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed the 6 months required maintenance. The cse also found that the dilution well was grinding while spinning. The cse replaced the part. The cse also found issues regarding the performance of routine maintenance by the operator. Additional training was provided to the operator. The cause of the non-reproducible human chorionic gonadotropin (hcg) test results is unknown. The system is performing within specifications. No further evaluation of the system is needed.